Event description:
Customer reported that they have had multiple low blood glucose reading episodes where they were either treated by the paramedics or taken to the hospital in the last two weeks. Customer's low blood glucose reading at the time of the hospitalization was 27 mg/dl. Customer reported feeling dizzy and waking up at the hospital. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow one the analysis has been completed. No conclusion can be drawn at this time.